Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining on the device could not be conclusively specified. It is unknown if reprocessing was performed according to the instructions for use (IFU) and distal end was not deformed. However, it is possible that the material remained on the distal end cover due to the observed physical damage in the area where the material was detected. The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The additional evaluation findings are as follows: due to a scratch on switch 1, water tightness was lost, connecting tube had a scratch, the plastic distal end cover had a burn, nozzle had corrosion, light guide lens had a crack, mouthpiece was loose, image guide protector had a scratch, protector of universal cord on suction connector side had a scratch, scope connector cover unit had a scratch, lock engagement lever had a scratch, forceps elevator knob had a scratch, right/left knob had a scratch, up/down knob had a scratch, switch box had a scratch, scope cover had a scratch, scope connector had a scratch, universal cord had a scratch, grip had a scratch, control unit had discoloration, control unit had a scratch, electrical connector had discoloration due to water leakage, adhesive on bending section cover had a chip, due to damage on up/down knob, the up/down knob did not move smoothly, connecting tube had a dent, and connecting tube had discoloration, and due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, due to a crack on bending section cover, insulation resistance value at distal end does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had an angle defect. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover and distal end both had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.